Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during vasopressor treatment with a spectrum iq pump, the patient experienced a sudden drop in blood pressure. The event occurred in the critical care unit. The infusion was titrated up, however during troubleshooting the nurse discovered the IV tubing had a small barely noticeable kink in the line and the pump did not alarm for an upstream occlusion. The patient became hypotensive (readings in the 70-80¿s) for about 30 min. The patient outcome was not reported.